Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and / or require intervention or additional intraoperative procedure time include but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, the patient underwent an endovascular treatment for an abdominal aortic aneurysm with iliac aneurysm using gore® excluder® conformable aaa endoprostheses and gore® excluder®aaa endoprostheses. A gore® molding & occlusion balloon catheter (mob) was used as accessory in the procedure. After deployment of proximal trunk of the trunk ipsilateral leg endoprosthesis, the proximal trunk was repositioned proximally using the constraining system. The final angiography after placement of all devices showed a localized dissection at the entrance of the left renal artery. As a treatment, a bare metal stent was implanted in the left renal artery. The physician mentioned that the dissection at the entrance of the left renal artery may have occurred during device repositioning of the proximal trunk and/or a wire replacement, but the cause is unknown. It was also reported that the balloon molding may not be ruled out as a cause of the dissection.